Manufacturer narrative:
Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition the orange indicator did not showed up completely. We have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, at the first firing, it could not clip fall out. Then after second firing, clip did not feed to the jaw properly. Another device was used to complete the case. There were no adverse consequences to the pt.